Event description:
It was reported that during a stenting treatment procedure a guidewire fractured. The lesion being treated was located in the right superficial femoral artery. They physician advanced a 300cm a-tip journey guide wire to the target lesion then tracked a non-bsc catheter over the wire. Upon removal, the catheter became stuck on the wire. The physician used a fair amount of force to try and withdraw the catheter. It was then noted that the wire had snapped or broke. The distal 150mm of the wire detached from the body of the wire inside of the patient and was removed with a snare. No further complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).